Event description:
Device issue: core separation. Time of device issue: during the procedure. Adverse event: none. It was reported that during a left anterior descending artery (lad) procedure, in a heavily calcified chronic total occlusion, the wire uncoiled during removal and was removed in one piece. There was no adverse patient sequela reported. Although requested, there was no additional information provided. The device is manufactured by asahi intecc. Co. Ltd. (B) (4).

Manufacturer narrative:
(B) (4). The device is expected to be returned for evaluation. It has not yet been received.